Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test, displacement test due to motor error alarm. However, the insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. The alarm history on the device was noted and some motor error alarms were noted. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.